Manufacturer narrative:
The balloon was not returned for examination. A review of the device labeling notes the following: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting with dehydration, electrolyte abnormalities, weakness, fainting or falling episode. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Additional information regarding this late medwatch report- the firm conducted periodic review of all complaints and re-assessed that this case should be submitted as a medwatch report.

Event description:
Balloon removal 2 days after insertion due to intolerance.